Manufacturer narrative:
Pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. Pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip and broken battery tube threads.

Event description:
Customer called to report that the insulin pump alarmed motor error during prime. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Customer was was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Advised customer to return the pump with the battery and basal rate zeroed out. Product is being returned and replaced.